Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient underwent following procedures: posterior interbody arthrodesis at l4-5 and l5-s1. Application of inter vertebral biomechanical device at l4-5 and l5-s1. Arthrodesis with morselized autograft taken from the same incision and bone morphogenic protein. Posterolateral arthrodesis at l4-5 and l5-s1 with a morselized autograft. Posterior segment instrumentation at l4-5 and l5-s1. Laminectomy lateral recess decompression, foraminotomy at l4-5 and l5-s1. Complete lumbar discectomy at l4-5 and l5-s1. Local bone graft harvest. Application of bone morphogenic protein. Preoperative diagnosis: degenerative lumbar disc disease and facette degeneration at l4-5 and l5-s1. Per-op notes: then a laminectomy was performed from l4 to s1 using leksell and kerrison ronqeur including medial facectomy and bilateral lateral recess decompression and foraminotomy. Once complete decompression was performed the nerve roots at l4-5 and s1 were of any impingement. Then we placed pedicle screws in the standard fashion using ezpedium screw set. We placed a 5 x 50 mm screws in the l4 pedicles, 5 x 45 mm screw in the left l4 and 5 x 45 mm screw in the l5 pedicle arid 5 x 40 mm screw in the right l5 pedicle then a 6 x 40 mm screw in the left s1 pedicle and a 6 x 30 mm screw on the right s1 pedicle. Then a complete discectomy was performed through a left sided approach at l4-5 and end plates were shaved with various shavers for inner body arthrodesis and we placed a 9 x 10 x 23 mm concord cage packed with autologous bone graft and bmp under fluoroscopic guidance for inner body arthrodesis. Then we performed a complete discectomy at l5-s1 and end plates were shaved. We placed a 9 x 23 mm concord cage packed with autologous bone graft and bone morphogenic protein for inner body arthrodesis. Two pieces were decorticated and the rest of the autograft was laid for posterolateral arthrodesis. Then a rod was secured with a locking screw cap. (B)(6) 2009, the patient was presented for office visit for neurosurgical follow up. No complication was reported. (B)(6) 2009 the patient underwent MRI of the lumbosacral spine. Impressions: l4-5 and l5-s1 status post anterior and posterior lumbar fusions and central l4 and l5 laminectomies. There is a small fluid collection within the laminectomy defect, without mass effect upon the thecal sac and consistent with a small seroma. Granulation tissue is present at the l4 and l5 levels surrounding the thecal sac. The patient also underwent x-rays of the lumbosacral spine. Impressions: status post l4-l5-s1 anterior and posterior lumbar fusion and central l4 and l5 laminectomies. On (B)(6) 2009 the patient was presented for office visit for neurosurgical follow up. No complication was reported. (B)(6) 2009 the patient was presented for office visit with left leg weakness. (B)(6) 2009 the patient was presented for office visit for neurosurgical follow up. Does not appear to be completely fused at the upper level, dr. (B)(6) would like to have the patient continue to wear her tlso brace for another two months. At this point though she may discontinue the use of the leg extension. The patient underwent x-ray of the lumbar spine. Impressions: status post l4 and l5 laminectomy with l4 through s1 as described. (B)(6) 2009 the patient underwent CT scan of the lumbar spine. Impressions: lumbar spine CT demonstrating post-surgical changes of l4 through s1 posterior spinal fusion, discectomies, and central bar l4 and l5 laminectomies. The patient also underwent MRI of the lumbar spine. Impressions: status post l4 and l5 laminectomy with fusion of l4 through the sacrum using intervertebral cages, pedicle screws and posterior rods. Enhancing epidural soft tissue signal changes are noted at l4 and l5, compatible with developing epidural fibrosis or more transient epidural soft tissue signal changes such as granulation tissue.